Manufacturer narrative:
No reports of a device malfunction have been received to date as it relates to this event. (B)(4).

Event description:
At the completion of cycle 2, the patient complained of chest pain and mild shortness of breath. Pulse oximitry and vital signs were all within normal range. Customer stated that the procedure was aborted because the patient is fragile. Patient was given 500ml bolus of saline distributed over 1 hour and was fine afterwards.